Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Reportedly, particles from the cartridge septum were observed in the syringe. A syringe needle change resolved the issue. Customer¿s blood glucose level was 120 mg/dl.